Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The viper universal poly driver was not returned, and the investigation will be completed based on the supplied image. In the notes & attachments section of the product complaint). The image was reviewed, and the complaint condition was confirmed as the image showed debris that needed to be cleaned. As the instrument was not returned an as received, dimensional, and material review were not applicable. A manufacturing record evaluation was not performed as the lot number was not identified. The overall complaint was confirmed as the tip had debris. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the viper 2 loan kit containing three (3) instruments were delivered to the hospital in dirty condition. The screwdrivers were cannulated with a small lumen at the end of the instrument. The soil was in the small lumen. The instruments were noted at the time of initial processing of the kit and were not used on the patient until they had been appropriately cleaned and sterilized. No patient consequence reported. This report is for one (1) viper system polyaxial screw driver t20. This is report 1 of 3 for (B)(4).